Manufacturer narrative:
The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphoma-alcl. This is a known potential adverse event addressed in the product labeling. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable.

Event description:
Regulatory agency reported receiving information from the healthcare professional who noted lymphoma-alcl of an unspecified side. Pathology report confirms cd30+ and alk-. The patient presented with a seroma. The patient was treated with bilateral capsulectomy and implant removal. The device has been explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).